Event description:
Product surveillance contacted the patient's dialysis nurse. She stated that the patient was just seen in clinic and was doing well. The nurse stated that the patient did not report any symptoms of being overfull. The nurse stated she would follow-up with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation: this report was for an instance of increased intra-peritoneal volume (iipv) found in the homechoice logs. The assignable cause for this issue was determined to be an insufficient drain-one or more cycles advances to the next fill when a slow/no flow occurred above the minimum drain volume threshold. A review of the previous service record shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the reported difficulty of iipv. The previous return of the device was not for any difficulties related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4296ml during cycle 4. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4)